Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple no delivery alarms during a bolus and their blood glucose has been high. The customer's blood glucose reading was 378 mg/dl at the time of incident. The customer indicated that the insulin did not exit the tubing but that another reservoir was tried and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and further troubleshoot.